Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint within the investigation window. A receiver functional test was performed, and passed all relevant testing. The receiver case was opened for battery inspection and passed. The reported event of receiver ceased to function was not confirmed due to receiver passed testing. A root cause could not be determined.